Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient, reporting that the replacement desktop charger and recharger resolved the return of symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the desktop charger (dtc) connector pins were bent. Furthermore, it was stated that the implantable neurostimulator recharger (insr) was not charging when they plug it into the dtc. As a result, the patient was unable to charge the ins and had a loss of therapeutic effect/return of symptoms and speech problems as a result. There were no out of box failures alleged. No further complications are anticipated. The patient's indication for implant is obsessive compulsive disorder (ocd) and movement disorders.